Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020, due to massive post operation bleeding. The device operated as expected. No autopsy was performed, and the device was not explanted. No additional information was provided due to privacy laws prohibiting additional information regarding this case. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been implanted on (B)(6) 2020 and passed away on (B)(6)2020 due to massive post-operative bleeding. Privacy laws prohibit the customer from providing information regarding the case. It was reported the device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.